Manufacturer narrative:
(B)(6) 2023. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient was experiencing inaccurate cgm values which occurred on an unspecified day after the sensor was inserted (sensor location not specified). On (B)(6) 2023, the patient¿s cgm was reading 130 mg/dl. After seeing this reading, the patient lost consciousness. The patient¿s granddaughter called 911. Once emergency medical service arrived, it was reported the patient¿s bg meter reading was low, but no specific value was reported. Emergency medical service elevated the patient¿s legs and gave her juice to drink. The patient recovered at home and was not transported to the hospital. The patient was in good condition at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.